Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that their onetouch ultraeasy meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer service representative (csr) documentation. The patient stated that their meter stopped turning on around ¿6 months¿ prior to the alert date of (B)(6) 2015. The patient manages their diabetes with oral medication(s) (850mg metformin x3 per day) as well as with diet and/or exercise. During the past 6 months the patient has been having their blood glucose measured twice per week at their doctor¿s office. The patient stated that at 7pm on (B)(6) 2015 they developed the symptoms of ¿dizzy and sweating¿. In response to these symptoms the patient was given ¿half a tin of (B)(4) and a sweet¿ to eat from their partner. No blood glucose measurements were taken on any other device at this time. At the time of troubleshooting the csr noted that there was no misuse of the product, the correct test strips were being used and the issue could not be resolved. The patient¿s products were requested for evaluation and replacement products were sent to the patient. This complaint is being reported because, the patient was unable to test their blood glucose using the subject meter which led to them experiencing symptoms which are suggestive of serious injury after the alleged product issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1.the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint passed testing. The test strips were evaluated and the primary complaint was not confirmed; however, a secondary issue was noted when the test strips were found to have the print missing/incomplete from the test strip vial. In addition, a tertiary issue of vial over labeled by a third party was observed.

Manufacturer narrative:
Follow-up # 2 device evaluation. The lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.